Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station and es server were not syncing. A technical support specialist found an error in the data synchronization debug logs indicating that manual recovery was required. A manual recovery was performed, and the issue was verified as resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es did not sync with the server after the unit was relocated following a flood. Once moved back, the station failed to communicate with the server, and transactions at the device did not transmit to the server or to epic. However, there were no delays or adverse events or injuries reported based on this event.